Manufacturer narrative:
A review of lot c317 was conducted. There were no nonconformances related to the nature of this complaint. This lot met release requirements. Trends were reviewed for this complaint categories involved in this complaint and no trends were detected. However, CAPA (B)(4) was initiated to further investigate drive tube leaks/breaks. Service order (B)(4) completed: service engineer replaced centrifuge frame leak strip, cleaned centrifuge frame and pump deck. Performed checkout procedure. Calibrated load cells, checked blood pumps, all were in specification. All checks were within spec or adjusted to spec per documentation. The assessment is based on information available at the time of the investigation. Photo evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer called to report the drive tube broke after processing 727ml of blood. Customer stated she heard a loud noise in the centrifuge, and alarm #7, blood leak, was displayed. A coworker had checked the installation of the bowl prior to starting treatment, and the installation was good. Instrument was operating in single needle mode. Clinical services specialist asked if there were any other alarms during treatment and customer stated she only had a few collect pressure alarms which she attributed to the new extension tubing the hospital had started to use. Css asked if the leak detector was damaged, customer started it was. Service order (B)(4) was dispatched. Treatment was aborted, no blood was returned to the patient. Patient was reported in stable condition. Customer did not want to return the kit due to the amount of blood on it. A picture was sent for evaluation.